Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment; the customer reported event was confirmed via visual inspection. The inner shaft of the returned trial handle was confirmed to be fractured as reported. The broken piece was not returned. Manufacturing history was reviewed and no issues were identified. A root cause of the event was determined to be normal wear and tear and applying excessive load by the user.

Event description:
It was reported that; during a lateral case, two separate trial/shaver handles broke, half the quick release mechanism fell onto the field.

Event description:
It was reported that; during a lateral case, two separate trial/shaver handles broke, half the quick release mechanism fell onto the field.